Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 3.5x15mm xience xpedition stent delivery system (sds) advanced to the mid circumflex coronary artery; however, failed to cross the lesion due to a previously implanted, unspecified stent. The stent had pulled off the balloon and the sds was carefully removed from the guide catheter. Reportedly, there was no issue or unusual resistance removing the sds. Another device was successfully used in replacement. There were no reported adverse patient effects and there was no reported clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent implant was returned stationary on the balloon between the markers. The first proximal ring was flared confirming the reported material deformation. There was no other damage to the stent implant. As the reported stent dislodgement was unable to be confirmed, a follow up to the account was conducted. In response, the account confirmed the correct device was returned. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) was advanced, resistance was met with the previously implanted, unspecified stent resulting in the reported failure to advance. Interaction and/or manipulation of the device resulted in the reported/noted material deformation (bent/flared). The reported stent dislodgement was unable to be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: the 3.5x15mm xience xpedition stent delivery system (sds) failed to cross the mid circumflex (cx) coronary artery lesion. The failure to cross was possibly due to a previously implanted, unspecified stent; however, this could not be confirmed. The device was removed from the patients and the stent edges were noted bent. It was not fully certain if the reported "stent pulled off the balloon" occurred. There were no adverse patient effects and there was no clinically significant delay.